Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 11-oct-2021. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. A deficiency was previously determined for chem8+ cartridge lot h21045. The rate of ica results outside of the total allowable error (ea) in whole blood (wb) from retained cartridge testing did not meet the acceptance criterion found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure. For all other sensor/fluid combinations relative to ea and for suppressed results, the acceptance criteria found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure were met for retained cartridge testing. This issue is being investigated under quality record (qr) 787319.

Manufacturer narrative:
Apoc incident #(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium result on an (B)(6) year old female patient with diagnosis of diabetic ketoacidosis (dka). There was no additional patient information available at the time of this report. Return product is not available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.